Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient was not harmed and the operation was completed.

Manufacturer narrative:
Product analysis: as found condition- the axium prime device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within a sealed tyvek biohazard pouch and within an introducer sheath. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. The pusher break indicator was found unbroken. No evidence of detachment attempts using an instant detacher or by manual method were found at these location. No damages were found with the remaining pusher. The coin was found still within the lumen stop. The shield coil was found stretched. The implant coil was found still attached to the pusher. The implant coil was found stretched and broken with the polypropylene filament broken. Testing/analysis - an in-house instant detacher was used to detach the implant. The implant detached on the first attempt; however, the shield coil and implant coil were found entangled and prevented the implant from fully separating. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" was confirmed as the device was returned with the implant still attached; however, the cause could not be determined. Customer reported not using an instant detacher and used the manual detachment method instead. However, the break indicator (and entire pusher) was found unbroken, and therefore, no evidence of manual detachment attempts was found. In addition, an in-house instant detacher was used to successfully detach the device on the first attempt with no issues. However, during in-house detachment testing, the shield coil was found to be entangle with the proximal implant coil, leading to the implant coil not fully detaching. In addition, the implant was found stretched/broken. Possible causes for shield coil/implant coil stretching include, but not limited to, lack of hydration before procedure, continuous flush not performed during procedure (or insufficient continuous flush), tortuous anatomy, coil is not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, or user advances/retracts the coil against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil could not be detached. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the ophthalmic artery. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. Ancillary devices include an echelon 10 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient underwent a repeated operation to complete the treatment. The instant detacher was not used. Many attempts were made to detach the coil using the manual method. Prior to coil non-detachment, no issues were encountered. No pushwire damage was observed after removal from the patient.